Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned sample is complete. A drip bag was received along with the set. A visual inspection identified that the set's spike tip was broken off and stuck in the drip bag. The reported condition was verified. The cause of this condition was determined to be mishandling by the user during the spike insertion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a solution administration set broke during infusion. The reporter stated that the nurse had unspiked an empty drip bag and was attempting to insert the spike into a new bag when the spike broke, leaving behind 1 cm of the tip in the drip bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.